Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. In a separate surgery the lens was explanted. The cause of the event was reported as unknown. Reportedly, "last night the explant was performed. Before doing the replacement, we took the patient outside to check in the autorx if there was something we were missing, and indeed there was! The refraction was much higher, which is why the patient had that residual. It turned out to be "human error," and the doctor apologized repeatedly. They're going to wait a few days for the eye to settle so they can do the refraction properly again and see if they can perform bioptics. I'll keep you updated." The cause of the event was reported as unknown.

Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).